Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information received from the customer: we have about one thread out of two that got loosened. When we do the overjets, after 2 or 3 passage the needle had dropped. Additional information was requested, and the following was obtained: new information received by email from the customer: ¿how long was the delay? ¿were there any unexpected consequences or complications associated with extending the duration of the operation? Last week there were again several threads that came loose ((B)(4): recurrent case and (B)(4)). And again, this afternoon ((B)(4)). The delay is estimated at half an hour. Were there any unexpected consequences or complications related to the prolonged duration of the operation? Yes complication: aes (accidental exposure to blood); I accidentally pricked myself. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify how many needle sticks did the hcp experience? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? Please describe any medical/surgical intervention required for this suture event including dates and results. Was medical intervention provided to the healthcare provider that experienced a needle stick? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before or during the procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What is the hcp¿s current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle loosened very quickly. This forced the surgeon and his operative assistant to take more threads than usual. The delay is estimated at half an hour. The surgeon accidentally pricked themself and had aes (accidental exposure to blood. Additional information was requested.